Event description:
A malfunction alarm with code malf 12 was reported by the customer. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and the issue did not recur. The customer was advised that they could continue using the pump and to contact support again if any further malfunctions occur.